Event description:
Clip on restraint snapped off allowing patient to pull at equipment/ attempt to get oob. Clip that broke is the bottom clip and snaps into the piece attached to the bed. Manufacturer response for quick release limb holder, (brand not provided) (per site reporter). Unknown.